Event description:
Procedure type: low anterior resection with end-to-end anastomosis. According to the reporter: after firing the device, it was noticed that it had not completely cut the anterior wall. The surgeon manually cut and sutured the area to complete the procedure. No bleeding occurred, and no tissue damage was reported. Surgery time was extended thirty five minutes as a result. The pt is under observation.